Event description:
The account alleged the nurse call is not functioning. No pt inpact.

Manufacturer narrative:
The account took the communication cable off the bed and found a pin had been broken off on the universal tv power control board. The account replaced the universal tv power control board to resolve the issue.